Event description:
The customer reported the ventilator went vent inop while in use on a pt due to an exhalation autozero failure. The customer reported the ventilator alarmed, and there was no pt harm. The respironics service technician reported he was able to duplicate the reported problem. Upon eval of the ventilator, the respironics service technician reported pressure transducer lines were crimped when the ventilator was closed back up by biomed after pm. Hosp biomed told the respironics service technician that they had performed preventive maintenance (pm) on the unit prior to putting it into use on the pt biomed reported initial testing of the ventilator passed before the pm was done. Upon completion of the pm, biomed placed the ventilator top and bottom enclosures back together, however did not screw them together as required. The biomed performed an extended self test (est) and performance verification testing which passed. Upon completion of testing the biomed completed installing the enclosure screws, but did not run a final est to verify the unit ok for use. The pressure transducer lines became crimped upon final closure of the ventilator which led to the reported vent inop condition. The problems was not detected because a final est was not performed by the biomed before the ventilator was put back into use.